Event description:
It was reported that intermittently, a minimum fill notification occurred after the user filled the cartridge with 295 units of insulin during the load sequence. The customer added insulin to the cartridge and successfully reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 130-160 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.